Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds as the lead pulled back due to twiddler's syndrome. Similarly, the right ventricular (rv) lead exhibited high thresholds, loss of capture, and dislodged as a result of the lead pulling back due to twiddler's syndrome. Both leads were revised and remain in use. No further patient complications have been reported as a result of this event.